Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1274374. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse gave the patient a routine fluid infusion. During the process, the fluid leaked from the connection between the positive pressure connector and the infusion set.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse gave the patient a routine fluid infusion. During the process, the fluid leaked from the connection between the positive pressure connector and the infusion set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.